Event description:
It was reported that the patient had an ams sling implanted in 2016. The artificial urinary sphincter (aus) was implanted as the sling no longer working and the patient was leaking more than prior to sling surgery. A new artificial urinary sphincter (aus) consisting of a cuff, pump, and balloon was implanted. The procedure was successful and the patient was expected to fully recover.